Event description:
The patient contacted lifescan alleging that her fast take meter would not power on. The medical affairs specialist spoke with the patient to obtain additional information. The patient reported that her meter had stopped powering on one month ago. On two occasions, she described feeling nervous, sweaty, and nauseated. She drove herself to her physician's office without attempting to test. The physician's meter read 318 mg/dl on the first visit and 420 mg/dl on the second visit. She was administered water and insulin on both occasions. She was also advised to cut down on fatty foods. The patient did not allege harm. There is no information to suggest that the patient experienced injury or medical intervention due to the meter. She maintained her set amount of insulin and did not attempt to test with the reported meter during the time of concern. The customer care representative verified that the correct type of test strips were being used, the batteries were correctly installed, the battery were replaced less than 1 year ago, and the battery contacts were in good condition. Based on the unresolved power issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter and test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.